Event description:
It was later reported that patient saw a neurologist who recommended removal of their vns but patient is concerned of the safety of a potential explant as it has been implanted for many years and she has a hear loop monitor implanted close by. No known referral for surgery has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that patient is experiencing an increase in seizures. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanov employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or; malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.